Manufacturer narrative:
The reported events of lead dislodgement, p-wave amplitude variation, and inadequate capture were not confirmed while the reported event of detachment of lead component was confirmed. As received, a complete lead was returned in one piece with the steroid plug was missing. Electrical testing and x-ray examination did identify any anomalies.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited decreased p wave sensing and higher capture threshold. The atrial lead was found to be dislodged. During replacement procedure, the part of the lead detached from the tip of the lead. The reported lead was explanted and replaced on (b)(3) 2023. The patient was in stable condition.